Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of a temporary pacing lead, the temporary right ventricular (rv) lead pacing lead exhibited a ventricular output short/loss of ventricular capture. The temporary rv pacing lead remains in use. No patient complications have been reported as a result of this event.